Event description:
It was reported that during hook up of IV medication, the administration set tubing kept giving an error message on the pump- "upstream occlusion". The reporter reinserted cassette twice and reprimed the IV bag with no success. New administration set tubing was utilized and the client was given his dose on time. There was no reported patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
D9 - date returned to mfg: 17-jul-2025. H3: no product was returned for analysis, but photos of the sample were attached to the complaint. The customer proportionated one (1) sample affected, the sample was received in non-used condition. The samples were inspected visually according to the procedure md01-003, and defects were not found during the inspection. Functional testing also found no issues so the issue could not be replicated. The customer reported issue could not be confirmed as no product was returned. Without the return of the product, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.